Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9502f-36cpc, batch 18.01517, was received for investigation. The patient sustained a dislocation prior to the revision surgery, which required a return to the operating room for component exchange. Metallosis was visually observed during the revision procedure. Metal ion analysis was conducted during product development and is documented in (B)(4). These analyses were performed independently of this complaint and demonstrated metal ion levels consistent with expected performance. Based on the available information, the reported metallosis is considered an unrelated occurrence with no confirmed association to device performance. Per dfu-0189-eo revision 7, section d¿adverse effects includes: 1. Infections, both deep and superficial. 2. Foreign body reactions. 7. Allergies and other reactions to device materials. 14. Tissue reactions caused by allergic reactions to the implanted material, particularly metal, or caused by accumulations of wear particles or cement particles. Based on the available information, the most likely cause of the reported event is a patient-specific occurrence. The complaint allegation that the patient underwent a revision surgery is confirmed. The complaint allegation of metallosis is considered an unrelated occurrence with no confirmed association to device performance.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/15/2025, a sales representative reported via email that during a revision surgery performed on (B)(6) 2025, the following components were removed: an ar-9502f-36rcpc univers revers suture cup, two cortical mgs screws, a glenosphere, and a 36mm glenosphere screw. It was also reported that the stem, baseplate, and two locking mgs screws remained implanted. The patient experienced a post¿reverse shoulder arthroplasty procedure reaction, and during the procedure, there was evidence of metallosis. Additional information received on 9/18/2025: the sales representative reported that the poly initially implanted was also removed during the revision surgery. Prior to the revision, the patient experienced a dislocation, not a reaction, as previously reported. As a result, the patient was returned to the operating room for component exchange. During the procedure, metallosis was observed. The revision surgery was completed using new arthrex components. At this time, the part numbers for the products remain unknown. The date of the initial surgery is also unknown, but it was performed approximately six years prior to the revision on (B)(6) 2025. Both procedures were performed by the same surgeon.